Event description:
The device was applied during an unspecified procedure, involving one pt. Reportedly, the clips were scissoring. The surgeon manually sutured to complete the procedure, the hosp has reported no pt injury. Date device expires: 4/30/2001.